Event description:
Reporter alleged customer's glucose had been erratic for a month and had discrepant back to back results. Customer stated glucose measured 138 mg/dl versus 48 mg/dl performed 2 minutes apart and 100 mg/dl versus 11 mg/dl performed 1 minute apart. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.